Event description:
It was reported that the non-pacemaker dependent patient presented in clinic for follow-up. Noise and a rise in capture threshold were noted on the ventricular channel. At a subsequent follow-up, loss of capture was noted. Multiple episodes of non-sustained lead noise were detected. Inappropriate atp therapy was delivered due to ventricular lead noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.